Manufacturer narrative:
On 03-oct-2019, mentor received the suspect medical device. On 14-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unknown mentor saline breast implants and experienced postoperative right-sided deflation and left-sided capsular contracture baker grade 3. Deflation and capsular contracture were confirmed by physical examination. As a result, the patient underwent removal and replacement with mentor memorygel breast implant, (right) catalog # 3504001bc, serial # (B)(4), and (left) catalog # 3504501bc, serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.